Event description:
When the surgeon was drilling for a screw in the mpact two hole cup, the drill bit broke. All pieces were recovered and discarded. Another drill bit was opened and used to complete the surgery. The surgery was completed successfully. Instrumentation will not be returned as the hospital threw out the broken piece.